Event description:
The customer's mother reported that the customer passed away of cardiac arrest due to diabetic ketoacidosis. The customer was wearing the insulin pump at the time of death. After the initial phone call, attempts were made to return the insulin pump for analysis, but the customer's mother could not be reached by telephone. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.